Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although the customer's complaint was confirmed, the cause of the issues (procedural delay and detached probe) could not be identified. Therefore, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had feeler peeling during a biliary pancreas screening diagnostic procedure. There was a delay, an unknown extension of clinical time. The procedure was completed with continuing use of applicable scope. During inspection and evaluation, probe detachment. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: insufficient angle, angle play, probe scratch and damage, missing ultrasound image, bending section adhesive float and scratches, scratches on objective lens and image guide snake tube, and image guide corrugated tube collapse. The investigation is pending and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.